Event description:
It was reported a protruding bulge was found on the bd saf-t-intima¿ safety system with removable prn before use. The following information was provided by the initial reporter, translated from chinese: "when the ICU department was ready to use, it was found that there was a protruding bulge on the catheter."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of catheter defective / damaged were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported a protruding bulge was found on the bd saf-t-intima¿ safety system with removable prn before use. The following information was provided by the initial reporter, translated from chinese: "when the ICU department was ready to use, it was found that there was a protruding bulge on the catheter".